Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was dislodged. No intervention has been performed at the moment. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: please retract this report 2017865-2019-15303, the same issue was previously reported as 2017865-2019-15304.